Event description:
It was reported that the customer had a battery out limit and was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 808 mg/dl. The customer was treated with IV drip. The customer was admitted at (B)(6) on (B)(6) 2015. The customer is not stable, but still not well. The customer did not want to troubleshoot the insulin pump stating she believes it is working properly and it may have been caused by a viral infection. The customer was advised to call back if any issues persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.